Event description:
Following vein harvesting during surgical procedure, tip was missing from hemopro (vein harvesting device). Team searched for piece and x-ray was taken, but the piece was not found. Potentially retained foreign object. FDA safety report ID# (B)(4).